Manufacturer narrative:
(B)(4). The investigation determined the reported failure to advance, difficulty removing the device, tip separation, and device embedded in the lesion to be related to circumstances of the procedure; however a conclusive cause for the reported vasoconstriction could not be determined.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was to treat a lesion in the mid left anterior descending (lad) coronary artery. During the procedure the balance middleweight (bmw) universal ii guide wire was advanced through the vessel, but resistance was noted and it did not cross the lesion due to the anatomy. During removal of the guide wire, a vessel spasm occurred and the guide wire was stuck in the calcification, resulting in the tip separating. No attempts were made to remove the separated guide wire tip and it was left embedded in the calcific lesion. The procedure was abandoned at this time. Although there was a delay in the procedure, it was not clinically significant. There was no adverse patient sequela. The patient is fine reportedly. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: lot #6046571 changed to unk. Correction: it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and will not be retuned for evaluation. It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties to be related to the patients anatomical conditions and the reported patient effect is a known inherent risk of the procedure.